Event description:
Report rec'd from the USA stating the device was "getting hot." The device was not being used during a procedure. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.